Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per t:slim x2 user guide: keep the transmitter and the pump within 20 feet of each other without obstruction. Device not returned.

Event description:
It was reported that the transmitter lost connection with the pump. Reportedly, the customer was not wearing the pump near the transmitter and sensor. Customer's blood glucose level was 153 mg/dl. The customer moved the pump and transmitter near each other and reported the reported issue has resolved.